Event description:
As reported: "the patient had a second revision of hip fracture with stryker's omega 3 plate. Her primary surgery was a nail and her first revision surgery was a stryker omega 3 plate also. Upon removing the omega 3 plate to put another one in, the surgeon noticed an unusual break. He believed that this could potentially be due to a faulty plate and asked for it to be studied in the lab."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient had a second revision of hip fracture with stryker's omega 3 plate. Her primary surgery was a nail and her first revision surgery was a stryker omega 3 plate also. Upon removing the omega 3 plate to put another one in, the surgeon noticed an unusual break. He believed that this could potentially be due to a faulty plate and asked for it to be studied in the lab."